Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was diagnosed with breast cancer underwent a port implantation procedure. During preparation, it was observed that the port was not patent and did not allow fluid flow. It was further reported that multiple attempts to flush the tubing was unsuccessful. There was no patient contact.